Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently exhibited a baseline drift and over-sensed artifacts in the secondary sensing vector. Boston scientific technical services (ts) was contacted and discussed that these artifacts were concerning and could potentially point towards a connection issue or an electrode fracture. It was recommended to perform a thorough system integrity evaluation via provocative maneuvers, manipulations, and diagnostic imaging. The patient was brought in-clinic where the baseline drift was inducible in the secondary and alternate vectors when manipulating the pocket area. There was no evidence of artifacts in the primary sensing vectors. The physician elected to program the device to the primary sensing vector despite the potential risks and continue with daily remote monitoring and re-assess in the near future. Recently, the patient was evaluated in-clinic, where artifacts and a floating baseline was observed in the alternate and secondary sensing vectors. To ensure that the system was properly connected, the physician elected to perform a surgical revision procedure. It was visually observed that the system was properly secured, and the connection appeared sufficient. The physician disconnected the electrode, and no visual abnormalities were observed, nor were there abnormal impedance measurements or observable artifacts during testing. The electrode was re-connected to the device and the pocket was subsequently closed. Post-procedure testing did not produce the previous observable artifacts in any of the three sensing vectors, nor was there evidence of over-sensing. The patient was discharged from the hospital the same night, and the physician is continuing with remote monitoring. At this time, the s-ICD system remains implanted and in-service. No adverse patient effects were reported.